Event description:
It was reported that during the procedure, while pre-dilating a non-calcified, eccentric 95% stenosed, de novo 15-millimeter (mm) lesion in the 3.5mm diameter non-tortuous proximal left anterior descending coronary artery using a non-abbott balloon dilatation catheter (bdc) advanced over a 014 hi-torque balance middleweight (bmw) elite guide wire, the bmw elite reportedly almost became stuck inside of the bdc guide wire lumen when positioning the balloon. Both the bmw elite and non-abbott bdc were removed from the anatomy as a single unit. The procedure was completed using the same non-abbott bdc with a new non-abbott guide wire, followed by implantation of a 3.5x18mm rx xience prime stent. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.5x18mm powered lacrosse. Guide catheter: profit 6fr jl4.0 sh. Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.